Manufacturer narrative:
A zoll representative went onsite to evaluate the customer's report. The customer's report was not replicated or confirmed. The device was put through extensive testing including 30j self-testing without duplicating the report. The device was recertified. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.